Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed scratches on the acoustic lens that reach the adhesive layer could not be determined, however, the probable cause of the issue was likely due to physical stress such as dropping / knocking during user handling/mishandling. Additionally, a definitive root cause of the crack at the scope distal end could not be determined, however, the issue was likely the result of user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; due to a crack on the distal end, water tightness was lost. In addition to the acoustic lens scratch near the glue layer and distal end crack, the evaluation findings were as follows: there were foreign objects in some parts of the scope (complete reprocessing was not performed), the suction cylinder was shaved, the nozzle was shaved, due to wear of the angle wire, bending angle in the "up", "down", "left" and "right" direction did not meet standard value, due to wear of the angle wire, the play of the "right/left" and "up/down" knob was out of standard, the adhesive on the bending section cover was detached, the bending section cover had discoloration, the connecting tube had a scratch, the universal cord was sticky, the objective lens had a chip, the light guide lens had discoloration, the switch box had discoloration, the image guide protector had a scratch, the control unit was deformed, the scope cover had a dent, the control unit was sticky, the forceps control lever was sticky, due to damage on the knob wire, the forceps raising angle did not meet standard value, due to clogging of the pipe protecting the forceps elevator wire, water could not be supplied, due to damage on the charged coupled device unit, the specified resolving power was not obtained, and due to damage on the air/water tube, water tightness was lost. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer initially reported (on behalf of the customer) that the evis exera ii ultrasound gastrovideoscope had a leak from the distal end. The issue was found during reprocessing. There were no reports of patient harm. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: the acoustic lens had a scratch which reaches the glue layer and the distal end had a crack.